Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 10/07/2015. The fse found disconnected restrictor tubing from the sweep flow. He replaced the restrictor tubing which fixed the leak and the errors. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer observed a clear fluid leak of 10 ml from a coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument and low vacuum low and red blood cell, rbc, and platelet, plt, failed background check error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.